Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient's father reported that the infusion set's tube got kinked a few days before this report and she had also received multiple motor errors. The patient changed out the infusion set and was given insulin and a manual injection to treat her high blood glucose level. Then, she went to sleep and her pump did not giving a no delivery alarm. Thereafter, the patient went into diabetic ketoacidosis and her blood glucose level went high. It was reported to be 400 mg/dl at the time of incident and the patient was also tested positive for ketones. She experienced nausea, vomiting, dizziness and had difficulty in breathing. The patient had blood glucose level at 380 mg/dl when she was taken to the emergency room. Subsequently, she was admitted to the hospital with blood glucose level at 400 mg/dl. She received insulin drips, manual injection, magnesium, potassium and an attempt was made to get her back on the pump. The patient had stayed in the hospital for nine days and was still there at the time of this report. No further information available.